Event description:
A customer contacted baxter technical services(bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine(hc). The home patient(hp) stated that there is a big air bubble in the patient line. The technical service representative(tsr) assisted the home patient(hp) to end therapy and start over with new supplies. The tsr assisted the hp to end therapy. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a low drain volume alarm was confirmed. The root cause was identified to be air in the patient line. The sample was not returned to baxter, therefore, no evaluation could be performed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.